Event description:
It was reported that the implantable cardiac monitor displayed an error message upon interrogation. After a device software download, normal function resumed. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.